Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a loose handle. The event was found during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and the ultrasound probe was cut, and the forceps cover adhesive was missing. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to angulation had excessive play. In addition to the ultrasound probe being cut and the forceps cover adhesive was missing, the additional evaluation findings are as follows: bending rubber glue was cracked, the switch 1 button is cut, and the light guide tube was crushed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.